Manufacturer narrative:
On december 9, 2020, the mentor failure analysis lab received the device for evaluation. On december 21, 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation, two (2) anomalies were observed on the posterior view of the device consistent with a crease/fold. Additionally, three (3) tears (a, b, and c) were found, tear a and b within each crease/fold, measuring approximately a: 0.6 cm and b:0.8 cm. Tear c was noted in the anterior aspect extending to the posterior aspect measuring approximately 4.5 cm. Microscopic examination in the tear c edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Regarding tears a and b, the evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 22, 2020, mentor became aware the patient underwent explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation . This report is for the left side device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with a mentor smooth round moderate plus profile 425 cc saline breast prosthesis and experienced a deflation on the left side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.